Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/13/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated. All of the buttons on the keypad were responsive to button presses and were functional. There was no visible sign of damage to the keypad and no contamination found under the button contacts when it was removed. Unrelated to the original complaint, there was evidence of moisture ingress observed behind the display lens. A leak test was performed and there was a display lens leak confirmed. Also unrelated, there was moisture residue found on internal components when the pump was opened.